Manufacturer narrative:
The customer reported that the device had a black screen and he has requested a part number for the replacement. Issue has been resolved.

Event description:
The customer reported that the device had a black screen and he has requested a part number for the replacement.